Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during dilation in the small intestine on (B)(6) 2015. According to the complainant, during the procedure, the exit marker detached from the device into the patient. The exit marker was retrieved using a rat tooth forceps. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device was performed and found that the device was returned without an exit marker. A functional analysis was not performed. Based on the condition of the returned device, the reported defect of exit marker loose/detached was confirmed. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during dilation in the small intestine on (B)(6) 2015. According to the complainant, during the procedure, the exit marker detached from the device into the patient. The exit marker was retrieved using a rat tooth forceps. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.